Manufacturer narrative:
Correction: section h6: medical device problem code corrected. "1260 - fracture" included.

Event description:
It was reported that the patient presented for a routine generator change. It was observed that the right atrial (ra) lead exhibited artifacts with small left arm movement. Further arm movements showed more ra lead noise. A fracture was suspected but not confirmed by any imaging. Other parameters were normal. The ra lead was capped (B)(6) 2024 and replaced. The patient was stable.